Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode is suspected i.e. Due to minute device mobility. To determine an exact root cause a device investigation would be necessary. A date for explantation has not been made available so far.

Event description:
The device has demonstrated progressive failure and currently only has 2 active channels. No trauma has been reported. Re-implantation is considered but no date has been scheduled.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The device has demonstrated progressive failure and only had 2 active channels. No trauma has been reported. The patient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device has demonstrated progressive failure and currently only has 2 active channels. Re-implantation is being considered.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode is suspected i.e. Due to minute device mobility. To determine an exact root cause a device investigation would be necessary. The device has been explanted, but has not been received for investigation yet.

Event description:
The device has demonstrated progressive failure and currently only has 2 active channels. No trauma has been reported. The patient has been re-implanted on (B)(6) 2016.